Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead dislodged into the right ventricle. It was also reported that helix retraction/extension difficulties were encountered and the helix was suspected to be bent. The physician elected to change the lead placement to the rv. The lead remains in use. No patient complications have been reported as a result of this event.